Event description:
It was reported that pump declared cartridge change error and customer was unable to successfully load cartridge even after attempting with second new cartridge using proper technique. There was no reported adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, and tried to complete on-screen load process without success, so technical support arranged pump replacement through return process while customer declined replacement cartridges, and no additional information was received regarding further outcome.